Event description:
It was reported that the patient¿s blood glucose levels rose to 313 mg/dl after changing the pod earlier the same day. The patient reported that the cannula appeared to be bent despite the patient having felt the insertion. As treatment, the patient stated she would remove the pod, replace it with a new pod, and administer insulin using a syringe.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.